Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date and UDI. D9: device available for evaluation change ¿no' to 'yes'. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date . H6: evaluation codes. H10: additional narrative. Investigation summary it was reported that upon placing the implant at tooth site 46, the healing abutment would not screw into the implant. The implant was removed due to internal thread damage and another implant was placed. Zimvie received one (1) tsv4b11, (imp,tsv,4.1mm,sbm,11.5) for evaluation. Zimvie did not receive one (1) hc345, (heal collar 3.5x4.5, 5mm) for evaluation. A visual evaluation was performed, and the implant exhibited signs of use. There was bone debris on the internal and external threads. A functional test was performed with an in-house healing abutment. The healing abutment engaged and disengaged with the implant as intended. This complaint refers to the tsv4b11 implant. DHR review was completed for the subject lot number 1256949. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1256949 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : damaged drive feature. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per management file, the most likely root cause determined from the investigation was missing or confusing instructions for use or torque or speed applied during placement/seating exceeded recommended value. Therefore, based on the available information, a device malfunction did not occur. An in-house healing abutment engaged and disengaged with the implant as intended. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D4: additional device information unknown / not provided. E1: email address and phone unknown / not provided.

Event description:
Doctor reported that after implant placement, it was impossible to screw the healing abutment to the implant and was removed. Another implant has been placed #46. Doctor indicated that the implant has the internal threads damaged.